Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The heater test failed due to the heater not heating up while switched on. A blown fuse with signs of thermal decomposition was the cause. A known working air condition distribution board was installed, and the heater functioned as intended. The working air condition distribution board was removed at the completion of the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that they received a fluid temperature out of range alarm during step 5 of setup. The room was normal temperature. Bags were placed in other heating source prior to setting up, but the heater bag was not warm to the touch. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested, however; to date has not been provided. During the investigation of the cycler, a blown fuse was found with signs of thermal decomposition.